Event description:
It was reported that the patient suffered 6 withdrawal episodes by (B)(6) 2009. In one case, on (B)(6) 2009, patient suffered near-death sensations, horrific back pains, anxiety and disorientation. It was noted that the device failed; also noted was that the infusion system failed in that there was over-infusion of medication. It was also reported that the patient "discovered that medical condition and withdrawal episodes were due to negligence." The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).